Manufacturer narrative:
Apoc incident: # 859256. The investigation was completed on 22-jul-2021. A review of the device history record confirmed that the cartridge lot passed release specifications. While retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ag (product complaint level 2 and level 3 investigation procedure), pt/inr cartridge lot t21024 is associated with an unrelated previously identified deficiency for increased rate of quality check code 19 and/or star outs when tested with whole blood, as documented in quality record 770729.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr result of 2.6 on a female patient with congestive heart failure and a-fib. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: I-stat, date: (B)(6) 2021, collected: 1259, tested:1259, pt / inr: 29.6 / 2.6; acl tops, (B)(6) 2021, 1317, 1412, 48.8 / 4.2. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.